Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk.

Event description:
It was reported that approximately 5 years post implantation, a patient presented with pain, difficulty ambulating, and loss of motion. Patient had apparently tripped and fell two weeks prior to presenting to ER. X-rays revealed a periprosthetic greater trochanter fracture, which was treated conservatively. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays received. X-rays show slight valgus positioning of the left femoral stem with oblique fracture involving the lateral cortex of the proximal left femoral diaphysis without definite extension seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.